Manufacturer narrative:
An event of transient ischemic attack (tia) after the implant procedure was reported. Information from the field indicated that suffered a tia after the procedure, and the tia was confirmed via imaging. Based on available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2023, 25mm navitor valve was successfully implanted in a patient. There was no difficulty experienced implanting the 25mm navitor valve. There was no clinically significant delay in procedure reported. It was noted after procedure, that the patient developed an expression of aphasia, especially at the naming level. It's believed that the patient suffered a transient ischemic attack and was confirmed via imaging. There was no treatment/intervention required or performed, but the patient was hospitalized due to the event. The patient did not have any clinical signs or symptoms during or after this event. There is currently no allegation of malfunction against the abbott device or procedure. The patient reverted in less than 24 hours and was stable at the time of report.